Event description:
Dialyzer blood leak. Leaked into dialyzer line and drain (tested positive for blood). Rinse line- new set up and hd restarted. Occurred immediately upon starting dialysis. Blood was returned to pt was an in pt. (Did not suspect lot until later).